Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient called to report "capsules", hardness, and pain for left side. Device explanted. Later, healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ pain : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles observed on the device. ¿ crease flat observed on the device.

Event description:
Patient called to report "capsules", hardness, and pain for left side. Device explanted. Later, healthcare professional reported capsular contracture baker grade IV.